Event description:
It was reported during implant one ventricular lead was attempted and replaced due to the length. Another lead was attempted and replaced due to high defibrillation thresholds and high impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. (B)(4), the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled and the lead appeared damage at implant.